Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable result from coaguchek in range meter serial number (B)(4) compared to a laboratory using chronometric sta method. The laboratory result was 4.46 inr and the meter result was 5.9 inr. The therapeutic range was 3.0-4.0 inr.